Event description:
It was reported that the cardiohelp would not display lpm (arterial flow probe), nor would it display svo2 (venous probe) after being placed on patient. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation and repair on 2023-04-28 and 2023-05-01. The failure could not be replicated. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow up will submitted when additional information become available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the cardiohelp would not display lpm (arterial flow probe), nor would it display svo2 (venous probe). The failure occurred after being placed on a patient. Further, it was confirmed afterwards by the service and sales unit, that there is no additional information available on this issue. The instrument was at a different hospital during a patient transport not affiliated with advent health. Biomed stated that the unit was returned with a vague note without specific details of the issue. A getinge field service technician (fst) was sent for investigation and repair. The failures could not be replicated. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp were reviewed and several error messages were logged on the reported date of event. But, no malfunction in relation to the reported failures could be confirmed on the reported date of event. No more information in regards to the event date could be provided by the customer. Thus, no exact root causes could be identified for the reported failures. However, according to the risk file v24 of the cardiohelp the following root causes can lead to the reported failure "cardiohelp would not display lpm (arterial flow probe)": influence due to other ultrasonic devices (e.g. Flow sensor); bubble sensor disturbed; connection of non-compatible sensor; environmental influences (atmospheric pressure, temperature, humidity, emi, overvoltage. It is stated in the instruction for use (IFU) chapter 5.3.1 "connecting the combined flow/bubble sensor" that the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter 6.4.4 "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. According to the risk file v24 of the cardiohelp the following root causes can lead to the reported failure "cardiohelp would not display svo2 (venous probe)": (partly) sensor failure; wrong measurement values caused by sediments in the disposable; light influences; blood light spectrum differences; response time is too long. The venous probe does not influence the blood flow of the device. The venous probe is for monitoring the blood gas values (hemoglobin (hb), hematocrit (hct), oxygen saturation (svo2) and venous temperature). In the instructions for use (IFU), chapter 2.2.5 "monitoring and sensors" of the cardiohelp system it is stated that these values must be regularly checked by the user via a blood gas analysis by a laboratory. Furthermore, in the IFU is stated that prior to a therapeutic measure based on the parameters displayed a laboratory blood gas analysis must be checked. The cardiohelp generates an acoustic and visible alarm in case of a failure of the venous probe. Additionally in the IFU chapter 5.1 "application overview for disposables" is stated that if the disposable was changed during operation the venous probe could be re-initialized again. In addition in the IFU chapter 5.3 "connection the sensors" is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage. The venous probe is operated with a supply voltage of 9v. Voltages below 10 v can be perceived under certain conditions (e. G. Wet skin), but there is no risk for harm due to an electrical shock. According to the instructions for use (IFU) of the cardiohelp (chapter 10 cleaning and disinfection) the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore in chapter 5.3 connecting the sensors it is stated that the sensors must be kept clean. The device was manufactured on 2021-06-09. The device history record (DHR) of the cardiohelp (material: 701072780, serial: (B)(6)) was reviewed on 2023-05-09. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on the results the reported failures "cardiohelp would not display lpm (arterial flow probe), nor would it display svo2 (venous probe)" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.